Event description:
Edwards received notification of a pascal precision procedure in the mitral position. The guide sheath (gs) and implant system (is) were prepared according to the IFU. The is was inserted into the gs 10 cm, the loader pulled back, and the aspiration of 45ml blood. The gs was flushed with 45 ml heparinized saline. Further insertion of the is until the pascal tip was just out of gs. St-elevation was noted in all leads of the three lead ecgs, and the patient became bradycardic and hypotensive. Posterior lv wall reduced movement observed on echo. Atropine was administered. No air was visible in the echo. After five minutes, the st elevation gradually decreased and was resolved. The patient's hemodynamics was normalized. The physician decided to continue with the implant procedure without changing the gs or is. The following implant procedure was successful, with no other unanticipated events. The patient showed no negative effects after the implant procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: 2022-22506-01. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The following sections were updated/corrected: b4, d4, g3, g6, h2, h3, h6, and h10. H10: a supplemental MDR is submitted based on the manufacturer's final investigation. The complaint for inadequate aspiration and air remaining in the device during insertion was confirmed with objective evidence. Air bubbles were visualized in the atrium via evaluation of returned imaging, and the presence of air is a potential cause for EKG changes. The complaint was confirmed. However, a DHR review of the lot in question revealed no non-nonconformances. Evaluation of returned imaging showed no evidence of device-related issues or malfunctions. Representative units from a similar complaint were utilized to assess the procedural steps indicated in the event description. The units were prepped per the event description before inserting into a pressurized hemostasis chamber. The unit was then aspirated and maneuvered per the event description, and any escaped air was collected and measured. After three (3) test trials, the measured volumes of air fell within the range of historical design verification data. The investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. No procedural or device-related issues could be identified.